Manufacturer narrative:
Visual inspection revealed the distal tip was partially separated from the shaft tubing and can be rotated which indicates the absence of an adhesive bond between the two components. Dried body fluid was found in the gap between the tip and tubing, on the handle, main shaft, distal end and inside several irrigation ports. The electrical testing revealed all electrodes, sensor and thermocouple resistances measured in spec and were typical. The functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. The pressure leak test showed the lumen pressure decay was measured three times and the values were below the maximum acceptable limit. Additional electrical testing revealed the distal tip electrode was immersed in 0.45% saline for 30 minutes. Tc+ and tc- to tip resistance measurements remained open. Next, the device was connected to a metriq pump. For 30 minutes at a flow rate of 30 ml/min, tc+ and tc- to tip resistance measurements remained open. The catheter was dissected and the ring electrodes were removed there was rust colored debris found inside each electrode wire feedthrough hole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
Reportable based on device analysis completed on 03jun2020. It was reported that the catheter received an error code, d06- temperature too high, and would not ablate. During a redo-pulmonary vein isolation procedure an intellanav mifi open-irrigated ablation catheter was selected for use. The device was faulty with an error code, d06- temperature too high, and would not ablate. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications. However, device analysis revealed that the distal tip was found partially separated from the shaft tubing.